Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On the fifth day of support, it was reported that there were self-resolving suction alarms from the impella. Throughout the support of the patient, the medical team reported daily, ongoing, continuous suction alarms. The patient was given fluids and the medical team decided to continue impella support without lowering the p level of the pump and declined to verify the pump¿s position. The patient¿s hemodynamics worsened during support. The medical team was encouraged to assess the right ventricular function if they determined that impella placement and the patient¿s volume were satisfactory. The medical team disabled the alarm for suction and continued support. Additionally, it was noted that there was no hemolysis observed in the patient due to suction issues. On the 23rd day of support, the patient was approved for a durable left ventricular assist device (lvad). An echocardiogram was ordered the same day and impella position was confirmed. Continuous suction alarms persisted. On the 27th day of support, continuous renal replacement therapy was initiated and the lvad was placed on hold. Two days later, the patient was determined to no longer be a candidate for an lvad due to decreasing kidney function. The patient was placed on palliative care. The patient¿s care was then withdrawn, and the patient expired.

Manufacturer narrative:
Based on the information available, the impella 5.5 cannot be excluded as a possible contributing factor to the patient¿s outcome. Investigation summary: pump suction: clinical details state that there were continuous suction alarms throughout the case. On the day of the first suction report, placement was not checked. The next report, they gave 500 bolus without further issue. Two days later, it was noted that suction was occurring above p7. Suction continued throughout the rest of the case but there were no more details about troubleshooting. No product was returned. Data log review confirmed the continuous suction alarms throughout the case with more frequent alarms while the pump was above p7. The suction alarms and slightly low pump flow began on (B)(6) 2025. The placement signal (ps) was fairly stable throughout the case until the last few days when it began to trend downward. There were no spikes/abnormalities in motor current or purge pressure. While the pump was above p-7, there were occasional drops in ps at the time of suction alarms but it was not continuous. Also, around this time, there were occasional impella position unknown alarms. Without more clinical details describing troubleshooting attempts, it is difficult to establish a cause of the suction alarms. The cause of the suction was not determined since insufficient clinical details were provided and no product was returned. Hemodynamic instability/acute kidney failure: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. The pump sn (B)(6) passed all post-sterile inspection checks.